Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to report the event. The caller reported that the patient was having pain and sensitivity around the lead placement incision site. The md determined that the anchor may have been too superficial. The md attempted to revise the anchor by burying it deeper. The caller reported that they did not place any new components. The caller reported that the stim therapy was working well and impedance values were normal. Troubleshooting was not required. The revision was completed at the time of the call. Tss collected details for the event.